Event description:
This is filed to report the clip opening requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced and placed on the lateral part of mitral valve. The clip passed the first establishing final arm angle (efaa) test and the lock line was removed. During the second efaa test the clip opened to approximately 25-30 degrees. The clip was re-closed, however after several additional attempts of efaa the clip kept opening. The physician decided to proceed with deployment and the clip was successfully implanted with the clip arm angle remaining at approximately 25-30 degrees. A second clip was successfully implanted on a2/p2 medial to the first implanted clip and a third clip was successfully implanted medial to the second implanted clip to further reduce mr and to stabilize the first implanted clip that opened. The procedure was complete with a final mr grade of 1-2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided and without the device to analyze, a cause for the reported clip opening while establishing final arm angle (efaa) could not be determined. The unexpected medical intervention was a result of case-specific circumstances as additional clips were implanted to stabilize the first implanted clip. There is no indication of a product issue with respect to manufacture, design, or labeling. Additionally, the imaging provided by the account were further reviewed by the clinical staff engineer, and the reviewer stated that ¿one (1) fluoroscopic still image was provided in which the first cds (reported device) can be seen. The clip is fully detached from the delivery catheter (dc), which is fully retracted such that the radiopaque tip ring of the dc is against the sleeve soft tip. It is evident the image was taken immediately post deployment of the first clip (reported device) prior to removing the cds. The clip arm angle appears to be ~45°; this is only an approximation based on a visual assessment with the naked eye and is not confirmed. Based on this image, it is apparent the clip is opened beyond the fully closed position (~10°) per the instructions for use which aligns with the reported incident details that the post deployment clip arm angle was ~25° - 30° (opened beyond fully closed position). Since no pre-deployment cine of the clip was provided, it cannot be confirmed when, and by how much, the clip opened during and/or post deployment.¿

Event description:
N/a.